Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One hour post procedure the patient's blood pressure dropped, and they went into cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient was reintubated following three (3) shocks from an implantable cardioverter defibrillator. The patient recovered from this event.